Event description:
During a normal device change out for eri, externalized conductors were observed via fluoroscopy between the rv and svc coils. No other anomalies were found. The svc coil was programmed off and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.